Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported retraction problem; however, the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide device was attempted in the heavily tortuous left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the foot plate of the proglide device would not retract completely with both proglide devices. The proglide devices were removed with the foot in the open position, with no vessel damage. A prostar xl device was used for successful suture placement using the preclose technique. The pevar procedure was completed and hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide and prostar xl device and being established in the preclose technique. No additional information was provided.